Event description:
During a subacromial decompression procedure, the probe was inserted through the tissue into subacromial bursa (not inserted through cannula). The insulation was seen to be peeling off after the first pass of the probe with minimal soft tissue contact.